Manufacturer narrative:
Additional information sections: b.3, d.6b, d.9, h.6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cut electrode wires on the electrode ground ring region. This is believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut electrode wires in the electrode ground ring region. System lock was verified. The electrode condition caused impedance values to be elevated. This is due to the electrode condition. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly electing revision surgery. A review of the recipient¿s test data indicated impedance issues, despite device testing within normal limits. Revision surgery has been scheduled.